Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, pain, mobility. Patient has blood coagulation disorder.